Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during setup, before patient use, the zeroing of the microsensor did not appear on the screen even when connected to the icpex. The procedure was completed with a replacement product with no adverse consequences/injury for the patient.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - review was performed for the product 826638 for lot number 4738879 (serial number (B)(6)), and the lot met specifications when released. Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Catheter received in petri dish. Icp express passed with reading 52. The device passed electronic, noise, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for this issue reported by the customer could be due to excessive pressure applied to product.